Event description:
It was reported that the adc device detached prematurely. The customer was therefore unable to monitor glucose. As a result, customer experienced dizziness and was unable to self-treat. Customer had contact with a third-party (husband) who assisted customer to sit upright and provided a protein shake as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the freestyle libre sensor kit was reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.